Event description:
The customer reported that his olympus visera elite video system center was presenting a flashing image during preparation for an abdominal surgery. According to the initial reporter, the staff changed to another unit to complete the procedure without any delays or patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was flickering due to a loose video cable connector. This loose cable was also causing a total image blackout periodically as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the loose video connector could not be identified. Olympus will continue to monitor field performance for this device.